Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a growing 5.9 cm thoracic aortic aneurysm approximately 54 months ago as part of a clinical study. Vessel morphology was not reported. Six talent thoracic graft components were implanted at the index procedure, and no issues have been noted post-operatively. It was reported that approximately 4 yrs post-index procedure, the pt was treated for an abdominal aortic aneurysm at the level of the renal arteries with a stent graft and a proximal cuff from another MFR. Because additional length was needed, the physician elected to additionally implant a talent thoracic stent graft (MDR#2953200-2009-01029), which was intended to be positioned juxtarenal. During advancement, the talent graft contacted one side of the aorta, and deployment was started; however, there was a misaligned opening of the talent graft, resulting in misalignment of the bare springs with the renal arteries. The physician elected to balloon the first talent graft and then deploy another talent thoracic graft directly over the first talent stent, just below the distal renal artery. An aortogram was performed after the second talent stent was deployed and then ballooned, which demonstrated a proximal type I endoleak; because both talent thoracic stent grafts were positioned in the same place, it is unclear which talent stent graft had the type I endoleak. The grafts were then re-ballooned, and the physician elected to implant 2 stents from another MFR to seal the proximal type I endoleak. Iliac extensions from another MFR were added. During the case, the physician also elected to coil-embolize the inferior mesenteric artery, because it was large and believed to be a potential source of endoleaks. At the completion aortogram, an small, delayed residual proximal type I endoleak was still present and observed to be entering the abdominal aneurysm sac, but the physician elected to end the procedure. The pt had fever and an elevated white blood count post-operatively; however, no infection was identified, and the pt was discharged approximately 1 week post-implant. Approximately 6 weeks post-implant for the abdominal aneurysm repair, the physician elected to intervene the translumbar coil embolization for the persistent proximal type I endoleak, which was communicating with the lumbar arteries and the inferior mesenteric artery as outflow vessels. No additional clinical sequelae were reported and the pt is fine. As per the investigator, the coil embolization is related to the device but not related procedure or aneurysm disease. As per the investigator, the proximal type I endoleak was not related to the device, procedure, or aneurysm disease.

Manufacturer narrative:
Eval codes, results and conclusions: endoleak. Large inferior mesenteric artery, which was believed to be a potential source of endoleaks. Use of a thoracic stent graft for treatment of an abdominal aortic aneurysm.